Event description:
A talent thoracic stent graft system was implanted for treatment of an 8 cm thoracic aortic aneurysm. The abdominal aorta was curved 90 degrees. It was reported that the physician used the talent thoracic stent graft to stretch and straighten out the severe 90 degree bend of the abdominal aorta in order to make a route for the insertion of two stent grafts from another manufacturer. The talent stent graft was implanted successfully between the distal end of the aneurysm and above the celiac artery, followed by the implantation of the two non-medtronic stent grafts to exclude the aneurysm. Touch-up ballooning with another manufacturer's balloon was used to remodel the stent grafts. After the procedure, the pt's condition deteriorated with a decrease in blood pressure but without any endoleak. A few days later, it was believed that the aneurysm had ruptured, and the physician elected to drain the blood in the thoracic cavity with successful results, a few days later, the pt recovered and was discharged. The physician commented that the positioning and/or the pressure of the touch-up ballooning during the procedure were not appropriate and may have contributed to the ruptured aneurysm. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Intervention required). Evaluation codes, results: ruptured vessel/aneurysm. Another manufacturer's balloon. Stent graft used to straighten out the abdominal aorta bend. Severe 90 degree bend of the abdominal aorta. Conclusion: another manufacturer's balloon. Severe 90 degree bend of the abdominal aorta. Stent graft used to straighten out the abdominal aorta bend.